Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as undetermined: unable to test.

Event description:
Per provider the customer states the bed slowly lowes when someone is in the bed.